Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with 2 syringes of juvéderm® voluma® xc in the cheeks, 1 syringe of juvéderm ultra¿ xc in the oral commissures and marionette lines, and 1 syringe of juvéderm® volbella® xc in the peri-oral lines. Within 4 hours the patient had "full blown angioedema peri oral." The ¿angioedema¿ occurred at the injection site and the healthcare professional reported the event as related to all the products. The patient was treated with oral medrol® dose pack and oral claritin® on the same day. The event has not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00232 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00234 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra¿ xc, also a device manufactured by allergan.